Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states the palindrome catheter was placed (B)(6) 2012. The catheter had a leak near the y junction. This was discovered as the staff was prepping the patient for dialysis, as they flushed the catheter with saline. The catheter was pulled and replaced with a new one.